Manufacturer narrative:
It was reported that a patient an ablation procedure for paroxysmal atrial fibrillation with a lasso® nav eco variable catheter, and a medical device entrapment issue occurred. The biosense webster inc. (Bwi) product analysis lab (pal). Upon initial inspection, no visual damages or anomalies were observed.during a second visual, the device was inspected and found in good normal condition. Further testing was performed. The investigational analysis completed (B)(6)2019. The device was visually inspected, and it was found in good conditions. The magnetic sensor functionality was tested on carto. The catheter was properly visualized with no errors observed. Then, deflection, contraction, and expansion tests were performed and were found to be within specifications. The catheter was deflecting correctly. Electrical testing was performed, and the catheter failed. No electrical readings were observed on electrodes #2 and #12. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the electrical wire breakage cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the shipment. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient an ablation procedure for paroxysmal atrial fibrillation with a lasso® nav eco variable catheter, and a medical device entrapment issue occurred. After transseptal was performed, the lasso catheter gut stuck in the pulmonary vein and could only be removed with application of more than usual force. The procedure was delayed by 30 min. It is not known whether damage was caused that resulted in wires being exposed. The patient was sedated. The physician did not consider that the delay may have caused or contributed to a death or a serious injury to the patient. No consequence for the patient was reported. An oscor adelante breathway sheath was used and the catheter was not pre shaped. The observed medical device entrapment has been assessed an MDR reportable malfunction.